Manufacturer narrative:
The reported adverse event of ocular motility disorder and mass effect was reported to have occurred approximately two years post uneventful pipeline embolization procedure. The patient's mrs post procedure was 0. The patient's 1 month, 6 month, and 1 year follow up did not show any changes. At the two year follow-up, the mrs changed from 0 to 1 and the adverse events were reported. It was also noted that the adverse events were not related to the device and not related to the procedure. Correspondence has been sent out for more information regarding the event. Once received, a supplemental will be submitted. Reference MDR# 2029214-2018-00689. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient developed ocular motility disorder approximately two years post procedure involving two flow diverters. The patient underwent uneventful flow diverter embolization treatment for an unruptured saccular aneurysm measuring 25mm with neck width of 13.5mm located in the paraclinoid segment of the left internal carotid artery (ica) approximately two years ago. There was not device malfunction and the flow diverters were implanted successfully in the intended location. The mrs was 0 post procedure. During follow up 7 days post procedure, the mrs was still 0 and there were no adverse events reported. The patient continued with 1 month, 6 month, and 1-year follow-up yielding the same results as the 7 day follow up. No adverse events. During the 2-year follow up, the patient¿s mrs had changed from 0 to 1 and there was some mass effect. The patient had developed an adverse event of ocular motility disorder and the occurrence was unknown. The adverse event was not labeled as device related or procedure related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.